Event description:
It was reported that stent partial deployment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0x40x75cm express ld stent was advanced for treatment. However, when advancing to the lesion, the stent partially deployed. The physician had to deploy the stent above the lesion. Subsequently, another stent was opened and deployed in the lesion and the procedure was completed. There were no patient complications reported.